Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red, raw sores/open wounds under breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s registered nurse removed device and applied desitin cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.